Manufacturer narrative:
The reported event was confirmed manufacturing related. A potential root cause for this failure mode could be ¿incorrect operation". 17 samples were confirmed to exhibit the reported failure. The device had not met specifications. Visual evaluation of the returned sample noted 17 unopened and 1 opened (with original packaging), ureteral catheter adapters. Visual inspection of the sample noted the adapters missing from the packaging. This does not meet specification per "no missing or damaged components". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there were no contents inside tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were no contents inside tray.